Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Print change adjustments have been initiated to address the reported issue.

Event description:
It was reported that patient was to undergo a procedure that utilized a hip positioner on (B)(6) 2015. The peg board of the hip positioner was noted to have loose pegs and would not properly secure the patient's leg. This was noted after the patient was placed under anesthetic and the procedure could not be completed.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.